Event description:
The customer reported that the system had intermittent loss of the image on the left monitor. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call.